Event description:
It was reported that a 50cc intra-aortic balloon (iab) was placed in the patient and the intra-aortic balloon pump (iabp) started to persistently alarm for helium loss 2 sub code 0 alarms. The alarms were occurring every 30 seconds to 1 minute. There is no blood in the gas tubing, and there does not appear to be any kinks in the line. All connections were tightened, but no change. As a result, the iabp was switched out for another iabp. There have been no alarms on the second iabp. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part has been returned to teleflex chelmsford for investigation. The reported complaint of iabp multiple helium loss 2 alarms is confirmed based on the recorder strip photos submitted with the complaint; however, the field service agent checked the pump and could not reproduce the issue. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a 50 cc intra-aortic balloon (iab) was placed in the patient and the intra-aortic balloon pump (iabp) started to persistently alarm for helium loss 2 sub code 0 alarms. The alarms were occurring every 30 seconds to 1 minute. There is no blood in the gas tubing, and there does not appear to be any kinks in the line. All connections were tightened, but no change. As a result, the iabp was switched out for another iabp. There have been no alarms on the second iabp. There was no report of patient complications, serious injury or death.